Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a myomectomy procedure in 2007. From the start of the procedure, the device blade was rotating but appeared to be dull and would not cut the myoma tissue. The procedure was completed by removing the myoma vaginally through the pouch of douglas. The pt's condition was not adversely affected, but an additional incision and a ninety minute extended surgery time was reported.